Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. After a review of the internal device logs, it was observed that the device likely had locked up previously which caused the internal hlc batteries to become depleted. A device lock up was never observed through testing. The cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, it is an indication that the device may not have sufficient power to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.